Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having an MRI. The MRI was ordered because therapy was not working and the hcp suspected the catheter was blocked. Additional information later reported the patient experienced increased pain alternating with leg numbness. Per the hcp the catheter issue was inability to aspirate at catheter access port, the location of the issue unknown. The MRI was negative for granuloma. A catheter replacement was pending. It was noted the patient¿s intrathecal therapy was inconsistent. The pump was used to deliver fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the catheter kinked. The patient's catheter was replaced (B)(6) 2014. The hcp was planning to change the whole catheter but part of the catheter was still in patient's body "because stuff was intertwined they more or less dissected the parts that were stuck and just left them in my body". The patient indicated they think the problems with the catheter started about 8 months ago but then stated it may have been occurring for much longer because "the actual levels that I'm at now are much higher than they used to be". The patient stated when problems started they were having an awful lot of pain that the patient hadn't felt before. Per the patient this started about 3 or 4 months before the catheter was changed. The managing hcp noticed that instead of getting 5 or 6cc's left during refills they were getting 12. "I think it wasn't from my first one it was more from my 2nd one and I don't know if it was from the get-go that there was a kink or something wrapped around that was constricting it or whatever I don't know but when we started emptying it and I ended up with the same time frame having normally around 5 or 6 ccs left when they emptied it". The patient was sent to a surgeon to replace the catheter and tests were done on the patient, a myelogram and MRI. The patient wanted to know if he can have a "milogram through the pump... Have the pump turned off, emptied or whatever and dye put into the pump going right into my nerve sac, instead of the savagery trying to stick a needle into my nerve sac possibly compromising the integrity of my catheter by hitting it with a needle". The patient stated he is imagining that it seemed more risky for hcp because his catheter was in-twined in his back, to take a piece of his backbone out rather than replacing the catheter. Per the patient they did not remove a piece of the patient's backbone, the patient held out for them to change the catheter and the patient got a second opinion from another hcp. The patient also stated he was pretty sure that he had problems with his t9 t10 disc was "at risk" long before he had catheter problems. It felt like someone was sticking him with a knife behind his right shoulder blade by his lungs. The fact that the patient "was feeling it just proved that the catheter wasn't working properly and I wasn't getting enough medicine delivered to the area". The patient doesn't know exactly when these problems first started.

Event description:
Additional information later reported that per the hcp the patient had an MRI for a suspected granuloma but did not find one after they were unable to aspirate the catheter. The hcp stated that the catheter may have a fracture in it but the pump seemed to be operating normally and that no surgical intervention was planned at this time. Additional information later reported the patient was fine, no change in therapy.